Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the (B)(6) of a client that acquired peritonitis after not wearing a mask during therapy in a male patient coincident with dianeal pd2 therapy. On an unknown date in (B)(6) 2012, the patient began treatment with dianeal pd2 1.5% and 2.5% therapy (dose, frequency and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). Action taken with dianeal therapy was not reported. On an unreported date the patient did not wear a mask. On an unreported date, the patient experienced a fever. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized that same day. On an unreported date, the patient began remedial therapy with cefazolin (125mg/l, ip, frequency not reported) and ceftazidime (125 mg/l, ip, frequency not reported). The cause of the peritonitis was reportedly poor aseptic technique due to the client not wearing a mask.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.